Manufacturer narrative:
The reported field event of device caused infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-13161, related manufacturer reference number: 2017865-2020-13162. It was reported that the patient had their pacemaker, atrial and ventricular lead explanted due to an infection. The patient was stable throughout.